Event description:
It was reported that the patient experienced a presyncopal episode. Ventricular oversensing was noted on the right ventricular lead. It was noted that the physician saw p waves with no pacer spikes nor qrs following. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01 implantable pulse generator (B)(6) 2011.(B)(4).

Event description:
It was reported that the patient experienced a presyncopal episode. Ventricular oversensing was noted on the right ventricular lead. It was noted that the physician saw p waves with no pacer spikes nor qrs following. The lead remains in use. No further patient complications have been reported as a result of this event.